Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl. Reportedly, the basal rate settings needed adjustment by the healthcare provider. Juice was consumed to treat low bg.